Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. A review of the device log indicates the user was not in the correct ECG view when ECG leads were removed from the patient and only electrode pads were applied. The log file suggests that a viable signal is present through electrode pads. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age:53 & gender: female), the device was unable to obtain an ECG signal via electrode pads. The clinician replaced the device to continue to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.